Event description:
It was reported that the stent partially deployed. Approach from the humeral was used to access the 70% stenosed target lesion. The lesion was pre-dilated. A 6x120x130 eluvia self-expanding stent was advanced over a 0.035 starter guidewire inside a 6f sheath. During the procedure, the physician began to deploy the stent without difficulty for the first five centimeters. The thumbwheel continued to be rotated, but the stent no longer deployed. An unsuccessful attempt to use the pull grip was made. The eluvia device was removed with the stent partially deployed. The procedure was completed with a coated balloon without stenting and there were no patient complications.

Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of an eluvia self-expanding stent system, 0.035" guidewire and a sheath. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed that the stent is stretched and separated in two pieces. The longer piece is approximately 7.5cm and the shorter piece is approximately 3.7cm long. Part of the stent is missing. There is a kink to the outer sheath at the nosecone. The middle sheath has a twisted section approximately 7.5cm from the distal end of the middle sheath. There is buckling to the outer sheath 60.8cm and 61.8cm from the nosecone. Microscopic examination revealed damage to the tip. The returned sheath was x-ray and the missing section of the stent is not inside of it. Inspection of the remainder of the device, revealed no other damage or irregularities.

Event description:
It was reported that the stent partially deployed. Approach from the humeral was used to access the 70% stenosed target lesion. The lesion was pre-dilated. A 6x120x130 eluvia self-expanding stent was advanced over a 0.035 starter guidewire inside a 6f sheath. During the procedure, the physician began to deploy the stent without difficulty for the first five centimeters. The thumbwheel continued to be rotated, but the stent no longer deployed. An unsuccessful attempt to use the pull grip was made. The eluvia device was removed with the stent partially deployed. The procedure was completed with a coated balloon without stenting and there were no patient complications.